Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. The battery cap threads reportedly were stripped. The yellow o-ring reportedly was visible and the user was unable to secure the battery cap to the pump per instructions for use. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 01/04/2017. The device has been returned and evaluated by product analysis on 12/21/2016 with the following findings. A review of the black box indicated reboots had occurred. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped; the battery cap was unable to secure to the returned pump or to a test pump. Reboots were duplicated with the returned battery cap. A test battery cap was able to secure and was used to complete investigation. The pump was exercised for 24 hours with the test battery cap and no further power issues occurred. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the bolus button cover was missing. (B)(4).